Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited non-sustained right ventricular over-sensing episodes due to lead noise on 26 sep 2020 and 01 apr 2021. No intervention was performed; the patient would continue to be monitored. The patient was in stable condition.